Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that she was hospitalized with peritonitis. In additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain. The nurse stated the patient had a pd culture obtained (in the hospital) which had growth of gram-negative bacteria (organism not provided). The patient was diagnosed with peritonitis and is receiving antibiotic treatment (details not provided) and remained in the hospital at the time follow-up was performed. The patient¿s nurse could not identify the exact etiology for peritonitis. However, the nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. It was reported the peritonitis may have been associated with patient previous hospitalization (on (B)(6) 2025) for pd catheter (not a fresenius product) malfunction which required pd catheter revision/manipulation.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. However, currently there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the exact cause of the patient¿s peritonitis cannot be determined at this time. It is well documented that the pd catheter (not a fresenius product) can be a source for infection in many peritonitis events. Therefore, the peritonitis event may have been associated with patient¿s prior pd catheter (not a fresenius product) malfunction which required pd catheter revision/manipulation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that she was hospitalized with peritonitis. In additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain. The nurse stated the patient had a pd culture obtained (in the hospital) which had growth of gram-negative bacteria (organism not provided). The patient was diagnosed with peritonitis and is receiving antibiotic treatment (details not provided) and remained in the hospital at the time follow-up was performed. The patient¿s nurse could not identify the exact etiology for peritonitis. However, the nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. It was reported the peritonitis may have been associated with patient previous hospitalization (on (B)(6) 2025) for pd catheter (not a fresenius product) malfunction which required pd catheter revision/manipulation.